Event description:
It was reported that the customer was hospitalized due to high blood glucose levels over 500 mg/dl. Troubleshooting was performed, and multiple motor error alarms were found in the alarm history. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.